Manufacturer narrative:
The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device will not power on. There was no report of patient use associated with the reported event.

Event description:
The customer reported that their device will not power on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined the cause of the reported issue was due to the user opening the device's lid during a software update and interrupting it. This caused the device's memory to become corrupt. The device was archived by stryker.